Manufacturer narrative:
No damages were observed that would contribute to the reported unsure properly inserted cannula. The cause of the reported event could not be determined.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient presented with persistent hyperglycemia, with blood glucose readings of 476 mg/dl, and 478 mg/dl measured 30 minutes apart. Despite administering a corrective bolus of 2.65 units of insulin at 11:45 am, her blood glucose levels remained elevated. The patient expressed uncertainty regarding whether the cannula of the pod, worn on the abdomen for 4-24 hours, was properly seated. As treatment, the pod was replaced with a new one.